Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the transmitter does not hold a charge. He stated that the transmitter stops blinking after charging for only 30 minutes. He put the transmitter on the blue test and stated that it did not blink. The blood glucose reading was 126 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump passed functional testing with isig value 26.78na, vctr -1.06v, battery voltage 4.02v, frequency 916.58 mhz, amplitude -19.86db. No change anomaly noted.